Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). Impedance measurements were within normal limits. Surgical intervention was performed. Visual inspection noted insulation damage near the suture sleeve. The lead was explanted without incident. Besides surgical intervention, there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed approximately 10.8 cm from the terminal pin. The trilumen insulation is missing at 8.2-10.8 cm from the terminal pin and the rate/sense coils at this location are damaged. The damage in this area was induced as tool marks were evident. The suture footprints showed the suture sleeve was died-down on the lead body approximately 12-14 cm from the terminal pin. No insulation damage observed under or near the suture sleeve tied-downs. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The clinical observations of high thresholds and loss of capture were not confirmed as lead resistance measured normal in the laboratory. No insulation damage was observed, however not all insulation was returned as a segment of insulation (8.2-10.8 cm from the terminal pin) was missing. There was also induced damage on the rate/sense coils noted at the missing insulation site.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). Impedance measurements were within normal limits. Surgical intervention was performed. Visual inspection noted insulation damage near the suture sleeve. The lead was explanted without incident. Besides surgical intervention, there were no adverse patient effects reported.